Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they didn't ever feel it going and they had been having breakthrough urination problems, they got the stimulator for their bladder. The patient said prior to a hospitalization in april, they were dry all night and during the day they were good but after they came home they went downhill. Reviewed therapy information, stim sensation information and recommended keeping a symptom diary to track results. Redirected to their doctor. During the call patient was successful to synch with their implant and increase stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. They had an echocardiogram, a stress test, they knew they had a stimulator inside them and they did not turn therapy off for their procedures because they did not bring the equipment with them.